Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, which resolved the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurred, and they acknowledged and understood the instructions.